Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was glitching out, and the ECG waveforms disappeared from the patient tiles for two seconds and came back on. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was glitching out, and the ECG waveforms disappeared from the patient tiles for two seconds and came back on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. A2 - a6, b6, b7, d10. Attempt #1 07/12/2023 emailed the bme for all items under the no information section. The bme replied, "unknown." Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Transmitter(s): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was glitching out, and the ECG waveforms disappeared from the patient tiles for two seconds and came back on. No patient harm was reported. Investigation summary: the complaint unit was returned and was evaluated. Nk repair center (rc) was able to observe/duplicate the reported issue. Nk repair center noted a lot of dust inside the device. Nk repair center identified that the device is also taking a long time booting up. Nk rc listed the motherboard and the hdd as possible malfunctioning parts. The customer decided to exchange the device. Based on the available information, the most probable cause of the issue is hdd and motherboard failure. The root cause as to why the hdd and the motherboard failed could not be identified. The complaint device has been in service since 03/22/2013, and there have been no other related issues reported against the device. Due to the dust accumulation, the age of the device, and the hdd being a wear-and-tear component, it is possible that the issue is due to the wear and tear of the device. A review of the history of the serial number identified no similar/related events. There is also no significant trend regarding the reported issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was glitching out, and the ECG waveforms disappeared from the patient tiles for two seconds and came back on. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was glitching out, and the ECG waveforms disappeared from the patient tiles for two seconds and came back on. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.